Event description:
The following has been reported: biomed reported: ""need maintenance" on the display"" a preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Complaint confirmed. Complaint was confirmed, returned for sticky fva pins. Upon evaluation the fva pins were found to be dragging. A cleaning was performed and drag was resolved. New lip seals are required. A mock infusion was able to be successfully performed. An internal investigation was done and the fva pins were cleaned internally. It was also found the loading pins were dragging and they were cleaned as well. Right bag hook is also broken.